Event description:
It was reported that the patient presented to surgery with diagnosis of herniated disc at l4-5 with radiculopathy and spinal stenosis and segment instability. Patient underwent a procedure for posterolateral arthrodesis, l4-5 with autologous bone graft and rhbmp-2/acs; tlif at l4-5 with peek cage, autologous bone graft, and rhbmp-2/acs, and segmental instrumentation with pedicle screws.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.